Event description:
It was reported to vyaire medical that the vela ventilator had a transducer fault (xdcr). At this time, there was no information for patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm and duplicate the issue, and when the uut (unit under test) assembly was visually inspected, there were no visible defects, damage, or contamination. The uut was installed in a well-known and reliable vela test stand, when the test ventilator was turned on, it was in ventilate mode, and there were no xdcr fault alarms. The unit was turned on in service mode, and the event log displayed xdcr fault alarms. Everything passed after calibration according to the vela ventilator systems service manual. Root cause of failure is isolated to faulty sensor,diff pres,mini,2.5 inch h2o part number: 68355. This is a known issue which can be referenced with CAPA-000000281 and scar ps-16-23. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.